Manufacturer narrative:
Pr (B)(4) follow up. It was reported particulate was found floating inside the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister filled with solution. The syringe barrel has a brown color stain. From the photo, it is not clear if it is in or on the syringe barrel or is embedded. No other defects or imperfections were observed. A device history record review was completed for provided material number 301033, lot 3272916. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the actual physical sample analysis a probable root cause could not be offered.

Event description:
No additional information received. Material# 301033; batch# 3272916. It was reported by customer that the particulate was found floating inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Thanks & attached is a supplier corrective action request regarding a recent issue reported to deroyal. Hi attached is a supplier corrective action request regarding a recent issue reported to deroyal. Reference # / access #: (B)(4), supplier product description: syringe 30 cc l/l, deroyal part #: 5-20061; supplier product # 301033. Lot #: 3272916. Picture available/trying to obtain sample quantity of affected product: 1 each. Description of nonconformance: particulate was found floating inside the syringe.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 301033 batch# 3272916 it was reported by customer that the particulate was found floating inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Thanks & attached is a supplier corrective action request regarding a recent issue reported to deroyal. Hi attached is a supplier corrective action request regarding a recent issue reported to deroyal. Reference # / access #: (B)(4) supplier product description: syringe 30 cc l/l deroyal part #: 5-20061 supplier product # 301033 lot #: 3272916 picture available/trying to obtain sample quantity of affected product: 1 each description of nonconformance: particulate was found floating inside the syringe. Additional information: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Unknown.

Manufacturer narrative:
Pr 10091170 follow up for device evaluation. It was reported particulate was found floating inside the syringe. To aid in the investigation, one sample with no packaging and one photo was provided for evaluation by our quality team. A visual inspection was performed. And there is a loose string about 1/2" long that is attached to the rubber stopper. The sample was sent to a laboratory for analysis. The report returned the foreign matter as the highest match to silicone oil. The photo shows a syringe with no packaging blister filled with solution. The syringe barrel has a brown color stain. From the photo, it is not clear if it is in or on the syringe barrel or is embedded. No other defects or imperfections were observed. A device history record review was completed for provided material number 301033, lot 3272916. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material# 301033 batch# 3272916. It was reported by customer that the particulate was found floating inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Thanks & attached is a supplier corrective action request regarding a recent issue reported to deroyal. Hi attached is a supplier corrective action request regarding a recent issue reported to deroyal. Reference # / access #: scar2024-180bnb supplier product description: syringe 30 cc l/l deroyal part #: 5-20061 supplier product # 301033. Lot #: 3272916. Picture available/trying to obtain sample. Quantity of affected product: 1 each. Description of nonconformance: particulate was found floating inside the syringe.